Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose. Customer¿s blood glucose level at the time of incident was 600 mg/dl. Other blood glucose value mentioned was 515 mg/dl. The customer was wearing the insulin pump during the hospitalization. Insulin pump was on auto mode. Customer was experienced symptoms of high blood glucose level such as nausea, vomiting, abdominal pain, difficulty breathing. The insulin pump will not be returned for analysis.